Event description:
It was initially reported that the device was explanted after an implant duration of approximately 68.7 months. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to pulmonary stenosis.per the operative report: the previously placed 21 mm prima conduit was excised intact. There was a significant amount of pannus ingrowth from the sewing ring, which was ibstructing the conduit inferiorly. There was a marked fibrotic reaction around the conduit.

Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external controller malfunction.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
The customer reported the system will not make x-rays. No pt injury was reported.

Manufacturer narrative:
Evaluation summary: minimal calcification is detected in the belly region of the non-coronary leaflet. Heavy host tissue is evident at the stent inflow. Moderate to heavy host tissue overgrowth encroached onto the right coronary leaflet and into the orifice by approximately 4mm at the inflow aspect. Moderate host tissue covered most of the left coronary leaflet at the outflow aspect. Also at the outflow aspect, heavy host tissue is detected along the aortic root. The valve exhibits a cut at the sewing ring along the aortic root. The x-ray demonstrates minimal calcification.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process.